Event description:
The following has been reported: (B)(6) reported: office location: brock (cellular therapy) pump serial number: (B)(6) type of alarm: service needed pump infusing? Yes patient harm? No hard power reset? Yes result of power reset? Pump problem alarm. Other notes: · nurses reported pump began alerting service needed alarm during infusion and stopped the infusion. Infusion moved to another pump. Hard power reset performed resulting in pump problem (high) alert. Logs, systems dashboard screenshots, and images from nurse in log files folder. Pump out of service. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a failed air compressor. Device alarmed at startup. The pump was reverted to manufacturing mode and pneumatics hardware testing was performed. The pump failed negative recharge testing consistent with a faulty air compressor. No additional faults were identified during testing.